Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that after a recent procedure (MFR report #: 3006630150-2014-02665) the patient had experienced pain. It caused patient more pain in the neck, middle and lower back. It was believed that the stimulator was limiting the left arm even more and affecting the ability to grip even more than the natural progressive decline that was occurring. The patient had advanced tingling in the fingers after the scs implant. The patient reported that the base of the neck felt being poked by the leads thus patient would lie in uncomfortable position. The ipg was uncomfortable, red, puffy and pain was debilitating thus the device was removed. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the previous pocket site had tenderness. The patient was experiencing persistent pain at the pocket site and had been causing more discomfort to the patient than helping. It was noted that an outside physician believed that it was an inappropriate implant.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16611054, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
This MDR was sent in reference to FDA letter report number mw5081855.

Event description:
Additional information was received that the following the previous revision procedure, the patient's device began causing him more pain in his neck, middle and lower back. The patient had full feeling in his fingers prior to being implanted with the stimulator but now has advanced tingling in his left thumb, pointing finger and middle finger. The reinforcement placed by the surgeon was oddly uncomfortable. The previously described pain is debilitating. It was determined that the devices malfunctioned along with the battery, causing irreparable damage. The patient began to seek removal of the devices. In 2015 the devices were removed and the patient has been bedridden ever since. The patient has bouts of paralysis which can occur in and out of bed. He can't stand for more than a few minutes, cannot bear weight on his legs and is mostly confined to the bed. The patient can no longer take care of personal hygiene without assistance.